Event description:
It was reported that there was a substance inside of the pump screen. The customer returned the product for the substance inside the pump screen, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal, and the dso sensor was contaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.